Manufacturer narrative:
Additional product components: model number/catalog number: 72404127 and 72400024, batch/lot number: 174926008 and 178296011, model/catalog description: control pump fgs iz and balloon fgs 61-70cm.

Event description:
It was reported that the patient experienced an infection with an artificial urinary sphincter (aus). The aus cuff, pump, and balloon was explanted and a new 5.0cm aus cuff, pump, and balloon was implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.